Event description:
The pt was admitted for a procedure in 2008 with a severly calcified lesion in the superficial femoral artery. A stabilizer radiolucent guidewire was used to try and cross the lesion. After multiple unsuccessful attempts to cross the lesion the operator removed the wire and realized that the tip was badly frayed. Therefore, another stabilizer guidewire was used to try again, but did not succeed in crossing either, however, this wire was fine. There was no pt injury reported.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.